Manufacturer narrative:
Taper ii. The product associated with this report has been discarded. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of (B) (4) 2000, clinical study, 299 patients total)."

Event description:
Pt reported that the lap-band was not working. The pt has been able to eat anything that they wanted since the implant surgery. Follow-up with the physician noted the device had a "blow out" so it was explanted and discarded.